Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During insertion attempt, the patient had very torturous anatomy with mild to moderate calcification present. The physician was unable to advance the 5.0 pump over aortic arch. The impella 5.0 was removed and replaced with an impella cp.